Event description:
Retrograde type b aortic dissection: before tevar, abdominal branch bypass was performed. As the arch also had an aneurysm but the ascending aorta was quite shaggy, delivering a catheter could cause an event. Therefore, only tevar for a thoracoabdominal aortic aneurysm was performed on (B)(6), 2022. A relay nbs pro (28-n4-32-209-28u, 2112110102) was implanted at the distal part and the relay nbs pro (28-n4-38-199-34u, 2204110230) concerned was then implanted from a healthy portion of the distal arch. The overlap was three stents long. No embolic event occurred after the procedure, and the patient was discharged from the hospital. In the evening of (B)(6) 2023, the patient visited the hospital complaining of chest pain. CT revealed a dissection between the proximal portion of the implanted stent graft and the left subclavian artery. The dissection did not involve the cervical branch, and the physician determined it to be a retrograde type b aortic dissection. Due to the patient's advanced age and poor condition of the ascending aorta, endovascular treatment is not considered at present. If the patient's condition allows, tar and fet would be the better treatment, but the physician thinks it would be difficult considering the patient's physical condition. At present, the patient is being followed up in the hospital with only antihypertensive therapy. Physician's comments: this is a retrograde type b aortic dissection between the proximal portion of the stent graft implanted at the descending aorta and the left subclavian artery. As for the causality with the product, the physician suspects that the dissection may have occurred from the proximal part of the implanted stent graft. Operation type: tevar for a thoracoabdominal aortic aneurysm blood loss: unknown ancillary device used: relay nbs pro (28-n4-32-209-28u, 2112110102) (tc#bm230101741) patient outome - "the patient is being followed up in the hospital with only antihypertensive therapy."

Event description:
Retrograde type b aortic dissection:before tevar, abdominal branch bypass was performed. As the arch also had an aneurysm but the ascending aorta was quite shaggy, delivering a catheter could cause an event. Therefore, only tevar for a thoracoabdominal aortic aneurysm was performed on (B)(6) 2022. A relay nbs pro (28-n4-32-209-28u, 2112110102) was implanted at the distal part and the relay nbs pro (28-n4-38-199-34u, 2204110230) concerned was then implanted from a healthy portion of the distal arch. The overlap was three stents long. No embolic event occurred after the procedure, and the patient was discharged from the hospital. In the evening of (B)(6) 2023, the patient visited the hospital complaining of chest pain. CT revealed a dissection between the proximal portion of the implanted stent graft and the left subclavian artery. The dissection did not involve the cervical branch, and the physician determined it to be a retrograde type b aortic dissection.due to the patient's advanced age and poor condition of the ascending aorta, endovascular treatment is not considered at present. If the patient's condition allows, tar and fet would be the better treatment, but the physician thinks it would be difficult considering the patient's physical condition. At present, the patient is being followed up in the hospital with only antihypertensive therapy. Physician's comments:this is a retrograde type b aortic dissection between the proximal portion of the stent graft implanted at the descending aorta and the left subclavian artery. As for the causality with the product, the physician suspects that the dissection may have occurred from the proximal part of the implanted stent graft. Operation type: tevar for a thoracoabdominal aortic aneurysm.blood loss: unknown.ancillary device used: relay nbs pro (28-n4-32-209-28u, 2112110102).((B)(4))patient outome - "the patient is being followed up in the hospital with only antihypertensive therapy.".